Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate an issue with insulin delivery. The fluid had no issues traveling the complete fluid path and no leaks were observed. No problem was found regarding the reported leaking during wear event. During fluid path testing, the distal tip of the hard cannula was observed to be curled. No other damages or deficiencies were observed that would contribute to swelling at the infusion site. Therefore, the damaged hard cannula can be confirmed as the cause of the reported skin condition swelling event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone 17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 350 mg/dl after approximately 24-36 hours of pod wear on the arm. The patient noted that insulin was leaking from the pod. Upon pod removal, the infusion site was observed to have swelling described as a yellow ¿bump¿ that later turned red. The patient applied a new pod and successfully resumed therapy. The device was returned for investigation, and a damaged cannula was identified.